Manufacturer narrative:
Device received stuck in a48 alarm loop after battery installed due to software error. Unable to perform the displacement test and self test due to constant a48 alarm. Device received with broken reservoir tube lip, missing reservoir tube o ring, cracked belt clip slot and cracked battery tube threads. The test infusion set and reservoir does not lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.